Event description:
The customer contacted baxter's technical service center regarding needing to reprime the patient line, which occurred on the homechoice during setup. The home patient (hp) was not connected. The hp stated that she had started over with new supplies and still had very small air bubbles that would not flush from the line. The baxter technical service representative explained that there may be small "soda bubbles" that cling to the tubing. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention related to the incident. No sample was available for evaluation. This complaint was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. There was not enough data within the complaint information to identify root cause. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.